Event description:
During review of programming history, high impedance was noted. Follow-up showed that the patient underwent lead revision on (B)(6) 2012. High impedance was for system diagnostics was first seen on (B)(6) 2011. Diagnostic results were normal as of (B)(6) 2012 which is the date of the lead revision and remained within normal limits for the duration of available programming history. The explanted device has not been returned.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received indicating that exploratory surgery was performed on (B)(6) 2012 due to patient¿s condition. The patient¿s device was not programmed off following the high impedance observation. No trauma was involved in the event.